Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 had consistently failed with pockets and could not be recovered. A field service engineer inspected the station but found no failures. However, as a proactive measure, the fse powered down the station, reset the connections, cleaned out the drawer of any trash or debris, and reset the tray connections. The station was then powered back on, and functionality was tested. The drawer passed all tests successfully. Additionally, the fse was performed visual preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed multiple times. The user tried to recover and reboot the machine, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.